Event description:
Customer reported being unable to test due to his adc not turning on when the button was pressed or upon test strip insertion. Customer further reported experiencing an unspecified injury related to this issue. Medical survey was not completed because customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, the date entered is the date when abbott diabetes care became aware of this medical event. (B)(4).